Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 during preparation of xtw lot: 40418r1001 for a mitraclip procedure, the operator wedged the distal portion of the clip introducer between a gripper and the clip arm. This damaged the introducer. A replacement device was used to complete the procedure. There was no patient involved with the issue.

Manufacturer narrative:
H6 medical device problem code 2017 was removed. All available information was investigated, and the reported torn clip introducer was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported torn clip introducer was a result of preparational circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.